Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure could not be conclusively determined through this evaluation. The controller event log file contained data on (B)(6) 2021 from 9:46:41 to 12:20:34. The pump operated as intended at the set speed for the duration of the log file. The submitted log file consisted of pi events. The log files appeared to capture the pump operating as intended. The account reported that the patient was admitted on (B)(6) 2021 due to acute respiratory distress. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 22feb2018. The heartmate 3 lvas IFU is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. Section 4-24 of the IFU states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 also notes that the selected speed may be adjusted based on clinical judgment regarding the need for periodic aortic valve opening and a palpable pulse. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for respiratory distress. It was noted by the doctor on interrogation that the patient's pump was running at the low speed limit. During the analysis of the event log technical services observed 122 pi events occurring (B)(6) 2021 9:46 am - (B)(6) 2021 12:20 pm. All pi events will cause the hm3 vad speed to drop to its low speed limit, which is currently set at 4500 rpm. The periodic log displayed a couple low_power_advisory(s) on (B)(6) 2021 due to depleted batteries in-use / normal battery depletion. The periodic log displayed a few transient backup_battery_fault(s) on (B)(6) 2021 and (B)(6) 2021 which appear to have resolved. There were no other unusual events seen within the log files. The mcs equipment was operating as expected.